Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator (usm) arm 2 had broken loose and drifted when idle or when the system was being docked to the patient. Technical support engineer (tse) reviewing the logs, which showed no related errors. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and the reported problem was not confirmed and not replicated. In the system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a test system where all relevant testing was passed within specification. Once testing was completed, the usm was inspected, but no faults could be identified. The complaint was not confirmed based on failure analysis.